Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. On the date of the reported event, the pump history showed ¿pump not primed¿ warnings associated with low non-zero force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. A force sensor calibration test was performed and confirmed that the pump was detecting the correct force. The pump was opened and found no damage or defects to the force sensor assembly or circuit. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose of 30 mg/dl with sweating and nausea. During troubleshooting, the patient confirmed that the pump was not primed while attached to the infusion site, the pump settings were confirmed to be correct. During the review of the bolus history, the reporter indicated that there was on bolus prior to the low blood glucose that the reporter had not programmed in the mount of 1.15 units at 5:39 pm; the reporter¿s low blood glucose occurred at 6:21 pm. This report is made based on the allegation that the patient experienced hypoglycemia related to an alleged unprogrammed bolus.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.